Event description:
A surgeon reports seeing an increase in glistenings with associated decreased visual acuity. He did not have any specific serial numbers or events to report. Additional info was requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the mfg documentation. Additional info was requested on 08/14/2008 and 08/28/2008 by phone, fax and mail. A completed questionnaire has not been received.